Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.s908usqs8eyc1 smartphone hardware: sm-s908u cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother reported that the pod malfunctioned, failing to deliver insulin correctly, leading to high glucose levels (300-400 mg/dl) and diabetic ketoacidosis (dka). Despite multiple bolus corrections, the patient's glucose levels remained high, causing nausea, vomiting and other symptoms. Medical attention was sought on (B)(6) 2025, with hospitalization until (B)(6) 2025. Treatment included intravenous (IV) insulin, hourly blood glucose checks, and ketone testing. The pod cannula appeared bent after removal, possibly due to being stored in a backpack. The patient did not receive alarms from the omnipod 5 app. The mother was familiar with the pink slide on the pod and confirmed cannula insertion. No redness or swelling was observed at the pod site. The patient started using omnipod 5 system on march 10, 2025, and typically boluses before meals at home but not at school. The insulin vial was stored correctly and was not expired. The agent made three outreach attempts but received no response, leaving voicemails with return contact information.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.